Event description:
It was reported that stripped set screw issue occured during a device upgrade. The issue was resolved when the physician used a new wrench and applied intense pressure on the set screw while turning. The patient was fine after the procedure.

Manufacturer narrative:
(B)(4).